Event description:
It was reported "the placement procedure was performed by unsheathed puncture, and during use it was found that the balloon was not filled and could not be used, and the catheter could then only be replaced with a new one to be inserted in the patient". The second catheter was inserted into the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). No serial number was reported. The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number of the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was supplied 30cc inflation driveline tubing; no damage or abnormalities were noted to the returned inflation driveline tubing. Upon return, the teflon sheath was noted on the returned iabc; clear fluid was noted within the sheath sidearm. The one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Spots of dried blood were noted on the exterior surfaces of the returned sample; no blood was noted within the helium pathway. No visual damage or abnormalities were noted to the returned sample. The bladder thickness was measured at six points with measurements ranging from 0.0058in-0.0065in the one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times . The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested no leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp with the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 15 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The reported complaint that the "balloon was not filled" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time